Event description:
Patient contacted dexcom technical support on (B)(6) 2012, to report that upon sensor removal, due to sensor failure, she noticed that sensor wire was not present. Patient visited her doctor. Doctor told patient that this was likely related to insertion. Patient reported no irritation or sign of wire at insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.